Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error, had to press middle button harder for it to respond. Insulin pump had reject new batteries, dim insulin pump screen, battery cap was stripped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Unable to confirm battery cap damage due to device received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specification range. Device was monitored and no unexpected failed battery test or battery failed alert noted during testing. No backlight anomaly noted. All buttons functioning properly. No button error alarm noted. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. (B)(4).